Manufacturer narrative:
A ge service rep performed an on site investigation. The isolated interface board and the image processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system was not saving the entire cine run and would not send images to pacs. No pt injury was reported.